Manufacturer narrative:
(B)(4). Other device used: catalog # 00597206132, all poly patella, lot # 61769387. No product was returned; visual and dimensional evaluations could not be performed. The femoral and patellar components are not compatible per the package insert surgical notes stated that: "cementing of the components began with the tibia followed by the femur and then the knee was brought into full extension and the excess cement around the femur and tibia was removed. The femur did not sit down all the way on the medial side, so the tracking pins in the metaphysis of the femur removed and this seemed to improve the alignment". This statement does not indicate that the femoral component was fully seated on the medial side after removal of the tracking pins. An incompatibility between the femoral and patellar components, and the potentially imperfect sitting of the femoral component on the medial side could both have contributed to the issue. This event constitutes a "user error - inappropriate combination of products" as the root cause. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-02200.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device shows damages related to vivo and bone cement still adheres to both implants. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. Per package insert, pain is known adverse effect of this system and appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. Also, based on the provided medical record, it indicates that the femur might not be seated properly on the medial side. Per the surgical technique, surgical technique for the cr-flex fixed bearing knee shows on how to implant the final implants. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.